Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is: sepsis/infection. Further information from the explanting physician regarding event, product, or patient details has been requested. No additional information will be provided as physician noted they are unable to provide further information regarding this case. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency reported ¿[patient's] disease was progressing when due to recurrent sepsis, the patient elected to receive palliative care. [Patient] died [approximately 6 months later].¿ this record is for the left side.